Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation the lens/haptic did not fold properly when the lever was pressed and failed to advance. As a result, the lens was not implanted during the initial procedure. However, the procedure was completed the same day using a different lens. Additional information has been requested however no further information available.